Manufacturer narrative:
Damaged articulation gear. Eval summary: the analysis showed that the device was received with the articulation mechanism damaged. The device was received with cartridge loaded in the device; the cartridge was received fully fired and with no damage to the spring cartridge lockout. The returned device was tested for functionality with a test cartridge on the 3 articulated positions; when fired the left and center the staple formation was conforming, however when fire in the right position the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation gear right teeth were found damaged. It should be noted that a 100% inspections take place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the device was used during gastric roux en y. The stapler misfired. Another device was used to complete the case. There was no consequence to the pt.